Event description:
Company representative reported needle broke off in pt's abdomen. Needle was surgically removed.

Manufacturer narrative:
Evaluation summary: test/investigation carried out. One open sample returned from lot# 8310302, 10x visual inspection. Device history record review of lot# 8310302. Results: sample was returned open with tear drop label attached to the cover. A 10 x visual examination was performed and no issues were found with cannula or hub. Under 10x examination, there appeared crystal like droplets on the IV end of the needle indicating that this may have been used. No related issues observed during device history record review. All bd needles fully conform to (B)(4) "stainless steel needle tubing for manufacture of medical devices". The needles should not bend with normal single usage. It is our policy at becton dickinson to carry out full and detailed investigation of all product incident reports. Unfortunately, we cannot do this on this occasion because the offending pen needle was not returned for analysis. It is unclear from the description of the complaint whether the problem was due to a manufacturing fault or other causes. Unfortunately, we cannot be certain of the exact cause of the problem encountered by the customer without the sample to examine.